Event description:
It was reported that the ilet battery appeared to deplete faster than expected, with the user noting a reduction from an estimated 72 hours to approximately 24 hours between charges and using the included wireless charger; the event was categorized as a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system issue consistent with the reported premature battery discharge and associated with the battery component, while device logs indicated the battery was holding charge as expected. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.